Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). Investigation results: received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all bands present. The suture was noted to be broken with one section attached to the ligator head and the other section attached to the distal trip wire loop. The trip wire was caught between the handle post and handle bracket, the handle bracket has several marks around the handle post due to the handle spool rotation. The proximal loop of the trip wire was broken. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed and severe resistance was felt during the spool rotation since the trip wire was caught between the handle bracket and the handle post. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on an unknown date.   According to the complainant, the device presented defect.   Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.   Investigation results revealed that the trip wire and the suture were broken; therefore, this is now an MDR reportable event.